Event description:
It was reported that the ureteroscope had damaged distal end. As reported, the scope was found to be broken during cleaning by the sterile processing department. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported issue occurred due to the effect of a large mechanical force due to a shock, fall or collision with other equipment. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.